Event description:
During product evaluation by a baxter personnel, a colleague infusion pump was found to have a non-functional panel lock button. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a disconnected harness in the rear housing. To correct the condition, the harness was reconnected. If any additional information is received, a follow-up MDR will be sent.